Manufacturer narrative:
Other text: device evaluation is anticipated. At the conclusion of our investigation or if new information is obtained, a follow-up report will be submitted. E1. Initial reporter zip code exceeded the maximum allowable characters; zip code is as follows: (B)(6).

Event description:
The customer reported that during anesthesia, values indicative of an awake state were observed. After replacement of the disposable components, values consistent with anesthesia were observed. There was no patient impact or consequence reported.

Event description:
The customer reported that during anesthesia, values indicative of an awake state were observed. After replacement of the disposable components, values consistent with anesthesia were observed. There was no patient impact or consequence reported.

Manufacturer narrative:
Other, other text: the returned sensor was evaluated. The sensor was found to have an open trace at the tip of the sensor connector. The returned sensor was used; therefore, accuracy testing could not be performed. The reported issue could not be replicated during testing. B3. Corrected "event date" from 01/01/1901 to 01/01/2026. E1. Initial reporter zip code exceeded the maximum allowable characters; zip code is as follows: (B)(6).